Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f50 alarm was identified during power on self-test. The cause of the condition was damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f50 alarm (master cpu received a trap interrupt). No additional information is available.